Manufacturer narrative:
Manufacturer exemption number: e2015051. This MDR report is part of the 227 pilot program. Continued from section d11: boston scientific alliance inflation handle, cook ds 60 cc syringe for the one (1) reported event, the device was not returned to cook endoscopy. A product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." "Potential complications associated with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest." The instructions for use state: "do not advance the balloon dilator if resistance is encountered. Assess the cause of resistance to determine if dilation should be reattempted." Prior to distribution, all hercules 3 stage balloon esophageal are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This event summarizes <noe> one (1) </noe> malfunction event. A review of the event indicated that during an esophagogastroduodenoscopy (egd) the physician used a cook hercules 3 stage balloon esophageal. The tip of the balloon caused trauma/laceration in the patient's stomach when he was advancing it into the endoscope and the patient. The procedure was completed with the complaint device. The one (1) event involved a patient with no patient consequences.